Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked in the thread area and between the threads and grip pad: the reported issue was confirmed. Unrelated to the reported issue, the threads of the battery cap were observed to be stripped. Due to the damage of the returned battery cap, a test battery cap was used during the analysis; the test battery cap was able to secure to the pump case per the instructions for use (IFU).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.